Event description:
Note: event date is unk. It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a calculus removal procedure in the bile duct of a patient. According to the complainant, during insertion, difficulty was encountered while attempting to advance the device. The guidewire could not be advanced further. The device was removed and it was found to be accordioned proximally, 20cm from the distal end. No defects were noted on the device during removal from the packaging. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4) - (accordioned). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).